Manufacturer narrative:
This report is submitted on 31 may 2021.

Event description:
Per the clinic, it was reported that patient experienced dizziness and poor performance with the device use. The device was explanted on (B)(6) 2021 and the patient was re-implanted with a new cochlear device.